Event description:
It was reported that a spectrum iq pump failed downstream occlusion pressures with high values of 21.62 psi (pounds per square inch) and 22.30 psi during preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.